Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause for this reported event has been determined. (B)(4).

Event description:
A theatre sister reported that there was a loss of aspiration while in anterior vitrectomy mode. Patient impact is unknown. Multiple attempts have been made to gather information regarding patient impact and the outcome, but no additional information has been provided.